Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Related manufacturer¿s report # 2916596-2020-05685. It was reported that the patient had a patient cable pin break off inside a recently implanted patient¿s controller. The site was unable to remove the pin, so a controller swap was performed and a new spare controller was provided.

Manufacturer narrative:
Manufacturer investigation conclusion: the reported event of broken pin on the patient cable was confirmed. The patient cable, lot 11018022606, was not returned for analysis; however, visual inspection of the returned hm3 system controller, serial (B)(6), confirmed the broken pin of the patient cable that was stuck inside the controller¿s white power cable connector. The returned controller was investigated under MFR# 2916596-2020-05685. Per provided information, the patient cable was discarded and will not be returned for evaluation. A root cause of the reported event was not determined through this analysis. The 14v patient cable is manufactured by third party who maintains the device history records and are not available to be reviewed. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The power module IFU under precautions section stated to not force together connectors without proper alignment. Forcing together misaligned connectors may damage them. The heartmate iii lvas patient handbook section 3 - powering the system and the heartmate ii lvas patient handbook section 3 - powering the system instruct users to not join misaligned connectors, and to use care when connecting and disconnecting power sources. No further information was provided. The manufacturer is closing the file on this event.